Event description:
The user facility reported a 66-year-old female undergoing cardiac surgery was implanted with an impella 5.5 device for mechanical circulatory support. The complainant reported that the patient experienced persistent bleeding/hematoma issues from the axillary access site during impella support. Following implant, oozing was noted from the access site. The site was redressed and an extra stitch was added in an attempt to address the bleed. A hematoma formed at the site and a jackson-pratt drain (jp drain) was also placed to manage the condition. After nine days of support, some bleeding was still evident and the patient was given blood products due to dropping hemoglobin levels. The hematoma and drainage from the jp drain were noted for roughly nine more days throughout the remainder of support. The patient was stable at the time of planned explant.

Manufacturer narrative:
The impella device was discarded by the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿assess access site for bleeding and hematoma.¿ ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿ this report is being filed as part of a retrospective review of historical records.

Manufacturer narrative:
The investigation for the reported access site bleed has been completed. The device nor sufficient clinical information was returned for evaluation. Therefore, the root cause of the access site bleed could not be determined.